Event description:
It was reported that while using bd max¿ system, bd max¿ instrument that there were unusual plats/curves. This is a report of a single occurrence. No false results were reported out to the clinician or the patient. The following information was provided by the initial reporter: on multiple runs, the positions of the pump 4 are jagged. No error message.

Manufacturer narrative:
Medical device expiration date: na. PMA/510k: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "unusual plots/curves." This issue was observed across multiple runs. Service replaced the faulty pump assembly, and the instrument was returned to the customer operating to bd specifications. This complaint is confirmed by service. The root cause cannot be determined with the information provided. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 14sep2020. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Complaints for results are within statistical control for the month of june 2022. The upper control limit was not breached, and trends were not identified associated with this defect. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. Per baltrm-maxinst-aph rev 22 the potential risk of the reported failure mode is indeterminate test result, which is an s2; reference sw84".

Event description:
It was reported that that while using bd max¿ system, bd max¿ instrument that there were unusual plats/curves. This is a report of a single occurrence. No false results were reported out to the clinician or the patient. The following information was provided by the initial reporter: on multiple runs, the positions of the pump 4 are jagged. No error message.